Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/21/2017. The incident sample was requested but the customer has indicated that it is not available for return. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sigmoid resection, the jaws of the device were jamming and would not fully open.